Event description:
A call was received through technical services reporting that the patient presented to the emergency room due to 'not feeling well'. The patient's heart rate was 30-40 beats per minute, and the device could not be interrogated. The device had been checked approximately three weeks previously, and was functioning ok, showing 9-12 months expected remaining longevity. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the no output condition, and determined it was due to lifted battery bond wires. Other: a call was received through technical services reporting that the patient presented to the emergency room due to 'not feeling well'. The patient's heart rate was 30-40 beats per minute, and the device could not be interrogated. The device had been checked approximately three weeks previously, and was functioning ok, showing 9-12 months expected remaining longevity. The device was explanted. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed, visual examination: component/subassembly failure. Wire. Device was out of specification in a manner that relates to event; capture, failure to, interrogate, difficult to.